Event description:
It was reported that pt received a vibratory alert and non sustained lead noise was noted. The noise was unable to be reproduced with isometric testing or pocket manipulation. The pt notifier was turned off. The device remained implanted and monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.